Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified black particle material on the shell and an opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, red particles on the shell, the weight was within specification, flat creases, an observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified a curved sharp opening with localized stresses induced on the posterior side assessed as a surgical impact (a dimension measurement in the shell was performed which identify the thickness within specification), wear abrasion. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.